Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the catheter tip detached. The physician had acquired retrograde, femoral artery access and during catheter manipulations over a guidewire, within the right common iliac artery, the catheter tip detached. The physician successfully removed the detached catheter tip from the patient with an aspiration catheter. The patient tolerated the procedure well and was discharged to home as expected.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.